Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2010, this patient underwent an endovascular repair of an aortic aneurysm repair using two gore® tag® thoracic endoprostheses (tgt3415/7854223, tgt3715/8027967). At the end of the procedure, a proximal type I endoleak was found. The physician performed ballooning to treat the endoleak. The proximal type I endoleak was resolved at the conclusion of the procedure. On (B)(6) 2010, the patient was discharged. The aneurysm measured 56 mm. Subsequent follow-up examinations revealed no adverse events. On (B)(6) 2011, a one year follow-up examination revealed the aneurysm measured 39 mm. The physician elected to monitor the patient. On (B)(6) 2012, a two year follow-up examination revealed the aneurysm now measured 44 mm. On (B)(6) 2013, a three year follow-up examination revealed the aneurysm still measured 44 mm, and type ii endoleak was found. The physician decided to monitor the patient. No further information is available.